Event description:
It was reported that during a coronary artery drug eluting stenting procedure, the taxus liberte stent dislodged. The mildly tortuous, mildly calcified right coronary artery had two lesions, one distal lesion that was treated with a taxus drug eluting stent and the other near the ostium of the artery. The 50% stenosed ostial lesion was attempted to be treated with direct stenting using a 3.5x16mm taxus liberte drug eluting stent. The taxus liberte was introduced and when the balloon was inflated to 4atm the stent dislodged towards the runway 4f guide catheter. The physician removed the entire system but the stent was not found. Several attempts were made to find the taxus liberte via fluoroscopy, but were unsuccessful. The procedure was completed with a 3.5x20mm taxus liberte drug eluting stent without any patient complications. The patient's condition is reported as "stable"

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met material, assembly and product specifications at the time of release to distribution. Following a detailed device analysis it was noted that the condition of the returned unit was consistent with the complaint incident. A visual and microscopic examination of the device found the device was returned with no stent attached. There were severe kinks along the entire length of the hypotube. A recommended size guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No additional product analysis or external evaluations were performed. The most probable root cause classification of this event is operational context.bsc ID: a00108805 tw: 723910